Event description:
Insulin pump failure tandem g4. Charging the pump drained the battery within minute. Tech support said it was a hard fail and will send another pump to us. This is the fifth failure in the last 10 months.